Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider and patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported a loss or change of therapy. The patient felt stimulation, still had urgency frequency during the day, and one night he was up ten times, but he slept better the other nights and was up three times. This had occurred since implant. He felt pain in the tip of his penis after urinating, on and off, and didn't feel it all the time. The patient felt stimulation in his scrotum area that went away after about 10 minutes, which happened after he urinated, but not before. He talked to a manufacturer representative on (B)(6) 2015 and increased stimulation from 1.90 to 1.95. The patient's healthcare provider identified the cause of the event as lack of effectiveness and the device was removed.